Event description:
It was reported the camera head experienced no video images displayed during setup for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to some corrections required updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history, b5, h6 - health effect - impact code. The device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable watertightness failure, cable pinhole. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.